Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the tracheal intubation videoscope coating on the connecting tube was found peeled off (1 mm2 or more). There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
Updated: d9, h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be detected/prevented by following the instructions for use section below: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularity such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Operation manual_ important information ¿ please read before use_ precautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.